Event description:
Sales rep. Reported that: "valve had to be explanted because it could not be reprogrammed."

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. At this time, the complaint is considered to be closed.